Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es stuck at the bluescreen after the reboot. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at bluescreen after the reboot. A technical support specialist followed the knowledge article med application not launching automatically; station at blue screen and found that the remote support service update agent folder was missing and reinstalled it. Checked care fusion application user in permission tab and tick all except full control and set auto login for care fusion application checkbox on station configuration utility and click update. Rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.